Event description:
It was reported that bd insyte autoguard bl 22ga x 1.0in did not retract. The following information was provided by the initial reporter, translated from japanese to english. Needle does not retract. When removing the needle after puncture, the button was pressed but the needle was not retracted.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used insyte autoguard needle assembly with no product documentation to indicate the reference or lot number. Additionally, six photos were provided for investigation. The photos are representative of what was returned and do not provide any additional evidence that isn¿t already covered by the physical sample evaluation. A gross visual inspection of the returned unit did not find any damage to the components. The unit was microscopically inspected, and adhesive was found between the button and needle hub. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to the adhesive dispensing station. This may occur at the adhesive dispense process due to station misalignment, part misalignment or adhesive buildup on the nozzle. Per our quality control plan, inspections for needle retraction and excessive adhesive are performed periodically during the manufacturing process to mitigate the occurrence of this defect. Preventative maintenance (pm¿s) is performed to maintain and ensure proper functioning of equipment.

Event description:
No additional information